Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the lead was oversensing and had sensing difficulty. The lead was capped and replaced. The device was also suspected to have a sensing issue; it was oversensing and not measuring r-wave appropriately. The device was explanted and replaced. No patient complications have been reported as a result of this event.